Event description:
Pump had a weak fos signal. Because of this, the pump was exchanged. During the exchange, the pump was switched to battery mode but there was no battery power. There were no associated patient complications.